Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for investigation at this time. Customer has cross checked this unit with good known blower but problem persist. Performed unit blower test and the result shows current blower is at 4.23a and voltage check blower is at 3.64v. It was suspected that the blower controlling hardware on main electronics is also damaged along with blower. Results of investigation: vyaire medical has initiated main electronics and blower under warranty replacement. The root cause was determined as due to user fault - lack of maintenance / filter exchange combined with not reacting on blower temperature alarms.

Event description:
The customer reported bellavista1000 having alarm 316- blower failure. Furthermore, there was no patient associated with the event.